Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd has used retained samples from the same batch (1804263) for testing as no samples have been returned by the customer. 20 retained samples have tested for verification of dead space in the product. We have performed the dead space test for these 20 retained samples, finding all results within specifications. We have reviewed our production and inspection records for reported batch 1804263 and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Since bd was unable to confirm your indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.

Event description:
It was reported that bd discardit ii syringe exhibited volumetric inaccuracy. No serious injury or medical intervention was reported.